Manufacturer narrative:
Initial reporter's phone number: (B)(6). If explanted, give date: not applicable as there is no indication that the lens was explanted. Concomitant medical products: bss (balanced salt solution) eye plus perfusate 0.0184%, provisc. Viscoelastic, biscort. This report is being filed on an international product, intraocular lens (iol) model number zxr00v that has a similar product distributed in the united states, iol model no. Zxr00, which falls under PMA p980040. (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a symfony intraocular lens (iol) was implanted in the left eye of a (B)(6) year-old female patient on (B)(6) 2018. One day post-op the corneal edema was diminishing. On (B)(6), the corneal edema was improving further and the anterior chamber cells were almost disappeared. On (B)(6), myodesopsia in the left eye deteriorated. On (B)(6), many cells were found in the left anterior chamber and the vitreous body and the patient complained about her vision. As a result of the examination, the surgeon suspected tass (toxic anterior segment syndrome). Vigamox and rinderon-a were prescribed to the patient. One month post-op the patient was reported being myopic. No further information was provided.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site as to date it remains implanted. Therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.